Event description:
Per the audiologist, the patient, who reportedly has a cochlear malformation and charge syndrome reported intermittencies with his cochlear implant system. Results of an integrity test in 2006 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the patient's sound processor. The results of a repeated second integrity test done in 2007 confirmed the results of the first test. An x-ray confirmed electrode array placement. The patient's device was explanted approx four months later, and a new device was reimplanted the same surgery.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.